Event description:
Problem with the bursa [bursa disorder]. Severe pain in left knee [arthralgia]. Case description: a spontaneous report was received on (B)(4) 2011, from a consumer regarding a (B)(6) female patient, initials y-f with osteoarthritis. The patient's medical history was significant for previous treatment of synvisc-one in (B)(6) 2010. On an unspecified date in (B)(6) 2011, the patient initiated synvisc-one, 6 ml into the left knee. On an unspecified date in 2011, she experienced severe pain in her left knee and that she had a problem with the burrsa after receiving the synvisc-one injection. Treatment included cortisone injection, tylenol (acetaminophen) and ultram (tramadol hydrochloride). The action taken with synvisc-one was not provided. The patient's outcome was not provided. Concomitant medications was not provided. The qa (quality assurance) investigation results were received on (B)(4) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by the report. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.